Event description:
Report received from baxter-germany states "infusion complete 24 hours earlier than ususal. Normally the devices filled like that flow 4 days, this one only 3 days." Report states device contained 1800mg 5fu and ns for a total volume of 192ml. Report states no patient injury resulted.